Event description:
It was reported by the service center that the unit was sent to them for repair, because the holster does not operate anymore. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. The rotational cable was replaced to correct the issue. Also replaced was the following: upper case, fastening material and the underhousing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.